Event description:
It was reported that the patient experienced exit block due to the lead dislodging. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
It was reported that only 67.0 cm of the proximal part was returned. The distal end was not returned for analysis. Final analysis found that the blue cable was fractured close to crimp sleeve of the connector ring. The fracture was due to fatigue caused by sharp bending and movement. Electrical analysis noted an open circuit caused by the fractured blue cable. As the distal part was not returned, a complete analysis could not be performed.